Event description:
It was reported that the balloon ruptured at 18 atmospheres. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned voyager nc catheter noted blood and contrast visible in the inflation lumen, consistent with preparation and a rupture during use in the patient anatomy. The balloon was loosely folded. An indeflator, filled with water, was used to pressurize the balloon when fluid was observed leaking at a .5 millimeter radial rupture in the middle of the balloon. There were no scratches visible. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). The scanning electron microscopy (sem) lab analysis noted the balloon failure may be attributed to mechanical damage to the outer surface. The radial leak was found intersecting a fold/crease with mechanical damage at and adjacent to the leak. Mechanical damage was also found in a fold on the outer surface and proximal to the leak. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomical information was not provided which may have aided in the investigation and determination of cause. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the lesion/anatomy such that the balloon ruptured upon inflation at the rbp. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Although a conclusive cause for the reported complaint could not be determined, there is no indication of a product quality deficiency.